Manufacturer narrative:
New information was received for this adverse event on september 03, 2015 indicating that there were three catheters being used in this patient: two catheters with catalog # d134701si, lot # 17235805l; one catheter with catalog # d134804si, lot # 17235807l. Therefore the quantity of product in current report (product catalog # d134804si, lot # 17235807l) is corrected from 2 to 1. Another two reports regarding this adverse event with catalog # d134701si, lot # 17235805l will be submitted to FDA soon.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. The ¿suspected medical device¿ reported in this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smart touch unidirectional approved under (B)(4). (B)(4) methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4). The device was not returned to bwi.

Event description:
This event is part of smart-sf clinical study. It was reported that a (B)(6) male patient underwent an afib procedure. During procedure the temperature was not being displayed and would not allow ablation. The catheter was replaced and the issue was resolved. More than 7 days after the procedure, the patient experienced left atrial re-entry tachycardia. The patient required re-ablation procedure and hospitalization. The issue was resolved without sequelae. The patient had a medical history of hypertension, atrial fibrillation and hyperlipidemia. The principal investigator assessed this event as not device related and possibly procedure related. Bwi was aware that subject (B)(6) had recurrence of af on (B)(6) 2015. Per clinical study protocol af recurrence is not an ae for this study. On 08/13/2015 the site informed bwi that the arrhythmia was actually a new onset of la re-entry tachycardia. Therefore the awareness date of this report is 08/13/2015.